Event description:
The device was used to deliver defibrillator therapy to the pt through the therapy cable and combination electrodes. Reportedly, with the next defibrillation attempt, the device would not deliver energy to the pt. The pt was not resuscitated. There was no reported association between the report and pt outcome.